Event description:
It was reported that a cuff roll was noted on the balloon upon removal. Removal caused pt slight discomfort w/ no adverse event of injury to the pt.

Manufacturer narrative:
Received 1 used silicone foley catheter with a syringe still attached and with the original unit labeling. Visual inspection noted that no obvious defects were found. On the sample returned no cuffing was noted. During functional testing the balloon was inflated with a 10cc syringe of a mix of blue methylene and water and left for 3 minutes resting on a flat surface. Then the catheter was deflated by itself and no cuff roll was formed. Dimensional testing found that the catheter was within spec. The reported event was confirmed with an unk cause. The device history record was reviewed and found nothing that would have caused or contributed to the reported event. (B)(4).